Event description:
It has been reported to philips that the system intermittently would not x-ray and gave ¿generator is busy starting¿ errors. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system and confirmed that the generator is busy starting and exposure failed. Review of the system log files shows x-ray generator warnings due to unstable hospital power. Rse restarted the device, and the reported issue was resolved. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.